Event description:
The following has been reported: biomed reported: s/n (B)(6): "service needed" error message. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.